Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, increased pacing impedance on the right atrial lead was noted. The device was reprogrammed to backup vvi mode and the lead is being monitored. No further intervention was performed at this time. The patient was stable with no adverse consequences.